Event description:
Reportedly,the surgeon had to repair the prosthesis during the procedure with additional sutures, (and perikard). The patient is doing well and recovering. The surgeon holds prosthesis and material responsible for this incident.

Manufacturer narrative:
Device not returned.